Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables and wall adapters. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump but had manual injections available for alternate insulin therapy.